Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the probable cause has been classified as cause linked to device but unable to trace more specifically. While the issue has been traced to the device, a definitive root cause could not be identified through the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was identified that poor contact on the front panel caused the light emitting diode (led) on the control panel to fail to illuminate on the high flow insufflation unit. No patients were involved.